Event description:
It was reported that during an ureteroscopy procedure for treating kidney stone, one fiber was observed to be cracked upon opening the package. In addition, two fibers broke during use. The procedure was completed using another fiber without patient complications. This report is for fiber 2 of 2.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2026-15125.